Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'error message "air in line monitor malfunction" was not reproduced. The device was tested for flow line for ultrasonic sensor us air testing and it passed.a review of the event history log (ehl) revealed occurrences of ' air-in-line! ' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications. The ultrasonic sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of error message air in line monitor malfunction. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.